Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported a hematoma occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system was used to deploy a watchman® closure device. The closure device was implanted successfully; however, a hematoma in the right groin occurred. To resolve the hematoma, manual pressure was applied. The event was considered to be resolved the same day.